Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4).

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and dyspareunia. Vaginal prolapse, urinary incontinence, physical deformity and the loss of the ability to perform sexually. Mesh excised and a portion removed.